Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, the insulin pump had cracks along the side the pump case by the battery cap and that the lip of compartment had a piece missing. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self-test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on connector/lcd isolation tape noted. Insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and address serial number label.